Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp markers were lost. They were restored after a few seconds. It was then noted the lp exhibited telemetry issues during testing and error messages were received when attempting to finalize the lp. It was noted there was significant noise in the lab. The lp exhibited an inappropriate reset upon finalization. The lp was eventually finalized successfully. No additional intervention was reported. The patient was stable.